Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 508 mg/dl; his personal diabetes manager stopped functioning properly after getting wet in his bag. The patient was treated with an 8 unit insulin injection in the ER and was prescribed additional insulin as a backup method.